Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval confirmed the reported symptom as a constant door not fully latched alarm caused by a loose link screw. The screw was adjusted during eval with the door performing as expected. The screws will be replaced during the repair process.

Event description:
It was reported that a device had a jammed door. There was no pt injury.